Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer did not report any symptoms, customer's blood glucose value was not given at the time of the call. Customer does not report when the high blood glucose levels began. Customer declined to troubleshoot for high readings. The customer reports a bent cannula. The product was not returned for analysis.